Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer planned to return the pump for examination, and a replacement pump was arranged.